Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-22 (B)(6) (con): a trial patient reported they are doing worse than they were prior to evaluation, and that they are retaining more and feel bloated. The trial began on (B)(6) 2016. Indication for use is unknown.